Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one bh160r --> leriche delicate forceps str 150mm. According to the available information, there were no negative consequences for patient. The instrument arrived in a clean status with visible damage but without the broken off part. The investigation was carried out visually and microscopically with the digital microscope. We made a visual inspection of the instrument. We found discoloration and grooves. Additionally we detected visible damaged tooth tips and visible damage. Furthermore we made an optical inspection of the fracture surface. Here we detected brown and dark discolorations and signs of an intercrystalline fracture. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Investigations lead to the assumption that the breakages were caused by stress-corrosion cracking. The brown discolorations are rust / corrosion. Possibly the yellowish-brown to blue-violet discoloration could be silicates. There is the possibility that the silicate discoloration on the surface of the instrument after steam sterilization caused by excessive silicon dioxide levels in the demineralized water. This occur due to · passage of silicon dioxide in the production of fully demineralized water when using ion exchangers and reverse-osmosis water treatment equipment · carry-over of detergent residues due to insufficient intermediate rinsing the silicates could removed through acid-based cleaning using special detergents as recommended by the manufacture. Stubborn deposits can be removed with agents containing hydrofluoric acids. Some preventive measures would be used silicon dioxide-free, fully demineralized water for final rinse during automated reprocessing. Prevent detergent carry-over by: · correct tray loading and proper positioning / fixation of items to be processed with hollow spaces in which liquids can accumulate (e.g. Kidney-shaped bowls) · ensure correct functioning of dispensing equipment · ensure sufficient neutralization and intermediate rinsing during automated reprocessing · for steam sterilization use water quality as specified. The grooves at the male box-lock could have caused due to an insufficient lubrication or foreign bodies. There is the possibility that the visible damaged tooth tips were caused due to an improper handling by a mechanical overload situation. Due to the existing pre-damage, the reprocessing was fracture-triggering. The microstructure, chemical composition, hardness and material toughness comply with the specifications. The material as well as the heat treatment can be excluded as cause of damage/breakage.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product "leriche delicate forceps str 150 mm". The instrument was being used during a veterinary use. The jaws snapped while grasping tissue under tension and broke off. There was no patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).